Event description:
The external pacemaker device, specifically the reocor (manufacturer: biotronik; models: reocor s, reocor d), unexpectedly ceased operation during the battery replacement process, leading to the patient experiencing cardiac arrest. Pt code; 1762. Device code: 4019. Procode: ovj. Ref report: mw5180111.